Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with malposition of the acetabular cup with vertical orientation. Radiolucency along the inferior aspect of the cup could indicate osteolysis, and polyethylene wear of the acetabular cup. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.